Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment/non-emergency treatment. The procedure completed as planned by restarting the system. It was reported to philips that motorized movements unavailable and longitudinal movement was difficult. Review of the log files shows longitudinal position slip, driven rubber wheel slips in (dirty) rail on flexarm system. Upon troubleshooting, the philips field service engineer (fse) visually checked and found that position errors on flexarm longitudinal axis. To resolve the issue, fse adjusted the tightness of the motor to the rail. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to do motorized movements, occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error of ¿motorized movements unavailable¿ and longitudinal movement was difficult. There was no reported patient or user harm. Philips has started an investigation of this complaint.